Event description:
In 03/2001, the user facilities rn informed the MFR's rep via telephone of the following: device event, possible "pinch-off". In 04/2001, the MFR received a medwatch report (uf #17c00011024-2001-0003) via fax that states the following: pt presented for chemo in 03/2001, unable to aspirate blood and painful to flush. Chest x-ray shows partial tear of device just under clavicle.